Manufacturer narrative:
Additional information : the lot number was manufactured between august 02, 2017 - august 05, 2017. One (1) actual device was received for evaluation. Visual inspection on the returned sample revealed that the spike port cap was detached from the spike port. No functional testing was performed as the reported condition was verified during initial inspection. The cause of the condition was not determined. This issue is being further investigated. The second device was discarded; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were observed from around the central administration ports of each bag. The issue was identified on one of the bags during compounding while the other leak was observed prior to compounding. There was no patient involvement. No additional information is available.